Event description:
Olympus medical systems corp. (Omsc) was informed that subcutaneous emphysema occurred during a laparoscopic surgery of urology with the subject device. At the beginning of the procedure, the setting of the cavity pressure was 10mmhg. At that time, the patient condition was normal, but from the middle of the procedure, the alarm of the excessive cavity pressure sounded frequently. The measured value of the cavity pressure was 16-18 mmhg, and the situation did not change with degassing. After the setting was changed to 15mmhg, the alarm stopped. At the end of the procedure, the doctor instructed to reduce the setting pressure because it was too high, and the setting was changed to about 6-8mmhg (the value was not confirmed.) After the changing of the setting, the situation became normal. It was reported that the trocar almost fell out or actually fell out, but the detail was not reported. There was no patient injury reported except the subcutaneous emphysema.

Manufacturer narrative:
The subject device was returned to olympus for inspection, and no failure was found. The subcutaneous emphysema might occur because the veress needle was not correctly inserted, or the insufflation tube was not formed correctly. The subcutaneous emphysema is not based on the failure of the subject device but on the user handling. This report is being submitted as a medical device report in an abundance of caution.